Event description:
The ventilator was connected to a pt. The customer reports that the ventilator started to smoke. There was no injury resulting from the event, however, the pt expired several hrs later. The pt's death was not attributed to the prior malfunction of the ventilator.